Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that radiologists were finding the introducers difficult to work with during procedures. They have noted there is resistance moving the trochar into and out of the sleeve and at times the trochar slides back out due to the resistance. This issue has resulted in two radiologists being nicked by the introducers. Attempts to obtain additional information were unsuccessful.